Event description:
Egms revealed oversening of noise on the ventricular channel. The patient receivied inappropriate hv therapy as a result. Lead fracture was suspected. As such, the lead was capped.

Manufacturer narrative:
Na